Event description:
Customer reported having problems with her continuous glucose monitoring system. She stated that a graph did not appear for her to calibrate. It was also determined that the customer's meter was not sending her blood glucose to the insulin pump. The customer also reported that her blood glucose dropped to 36 mg/dl the previous night. The customer's blood glucose was 125 mg/dl at the time of the call. The customer did not want to troubleshoot at the time of the call. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).